Event description:
Ultrasound findings diagnosed capsular contracture baker grade unknown and rupture. Healthcare professional reported baker grade iii. This relates to the right side.

Manufacturer narrative:
A review of the device history record will be completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on anterior side assessed as surgical damage and missing shell assessed as inconclusive. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: white particles observed on the surface of the shell. Creases were observed.

Event description:
Patient reported right side rupture and "capsular contracture g3."ultrasound findings diagnosed capsular contracture baker grade unknown and rupture. Healthcare professional reported baker grade iii. Device has been explanted.